Event description:
It was reported that "the hcp failed to fire the skin stapler(staples not forming properly) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. The stapler was returned with 26 staples remaining in the cover block, indicating that at least 9 staples were fired by the customer. The trigger was returned partially engaged. There was evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Proper functional inspection could not be performed due to the severe misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.